Event description:
The only available info is that the set "burst" while blood was being infused. No info available as to how long the set had been in use before the event occurred. There was no report of pt harm or medical intervention. No event or pt info is currently available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, shipping instructions were sent via email. Although requested, set has not been rec'd. A f/u report will be submitted with failure investigation results should the set be rec'd for eval.